Event description:
It was reported that the customer noticed the patient side manipulator (psm) 2 did not recognize the sterile adapter (sa) during a mobile event. All pins were inspected and found normal, and the sa was successfully recognized on another arm. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.